Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported intraocular lens (iol) opacification across its posterior surface with a fluid level present inferiorly. The surgeon reported that the patient is symptomatic. Additional information has been requested. This is one of two reports being filed for the same patient. This report is for patient's left eye (os).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided indicating that the lens was removed.

Manufacturer narrative:
(B)(4).

Event description:
Reduced vision was reported.

Manufacturer narrative:
Product evaluation. The lens was returned for evaluation submerged in a clear solution in a specimen jar. The iol was removed from the solution and allowed to air dried and cleaned using lphse. One haptic is broken in the gusset area (returned). The other haptic is torn/split (still attached in the distal area. The optic is torn/split (cut) into two portions typical of an insertion and removal. The optic has small split/cracked areas. After drying, the damaged lens appears clear under direct and indirect lighting conditions. Pentacam images were provided for left and right eye. Right eye image showed a well positioned iol with posterior light scattered unable to determine if it is from the posterior capsule or the posterior surface of the iol. The left eye image showed a hyperreflective area as well as some posterior haze which is unable to determine if it is from the posterior capsule, the iol or both. The effect on vision of these observations cannot be determine based solely on the provided images. The product investigation could not identify a root cause for the complaint of "lens opacification". The lens was returned damaged. After air drying and cleaning to remove the solution, the damaged iol appears clear. It is unknown if the lens damage was a result of delivery or a result of the lens removal. The pictures provided showed a hyperreflective area as well as some posterior haze which is unable to determine if it is from the posterior capsule, the iol or both. (B)(4).